Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator - ICD and the right atrial and right ventricular leads were explanted due to unspecified malfunction; a subcutaneous ICD was implanted. No patient condition or further information could be obtained. Related manufacturer reference number: 2017865-2019-09490, related manufacturer reference number: 2017865-2019-09491.

Manufacturer narrative:
The reported field event of a device malfunction could not be confirmed. The device was tested on the bench, and the device was normal.